Event description:
It was reported that the right ventricular lead exhibited loss capture and the patient experienced chest wall stimulation. The lead had perforated the patient. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.